Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment at the onset of the pt treatment. New disposables used to continue the treatment without incident. The dialyzer was reused 19 times prior to this incident. The hcp reports no pt injury or need for medical intervention.